Event description:
Nurse called to report a hospitalization due to low blood glucose. The current blood glucose is 20 mg/dl. Customer is being treated with medication. Customer was running low for a couple of hours. The blood glucose reading at the time of the event was 18 mg/dl. Customer was feeling exhausted, had diarrhea and no appetite. During troubleshooting, all programming is correct. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.